Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) keyboard buttons: pressure zeroing and start button are malfunctioning. There was no patient involvement and no harm reported. The customer repaired the unit themselves and refused to provide detailed information.

Manufacturer narrative:
E1 - event site name: (B)(6) hospital.e1 - event site address: (B)(6).e1 - event site telephone: (B)(6).upon completion of the investigation into this event a follow up report will be submitted.